Manufacturer narrative:
The investigation results for this complaint are two unused waveone gold primary files 31mm were returned. File that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1770905). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it was reported that a waveone gold primary file broke during use. The broken pieces could not be retrieved. There was no patient's injury.